Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was readmitted for a recalled hip prosthesis that had become infected. The infection then progressed to a pump pocket infection. Cultures of the sternal wound were positive for staphylococcus. Blood cultures were positive for staphylococcus aureus and gram-positive cocci. Treatment included wound debridement, unspecified IV antibiotics, and application of a wound vac. The patient was discharged from the rehab facility on an unspecified date with a wound vac and an indwelling catheter line to continue antibiotics. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported pump pocket infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.